Event description:
Through review of the article 'peripheral vascular thromboembolism and the role of various fogarty arterial thromboembolectomy catheters: a comparative prospective study and its result' by dr. Kumar haridas, the following complaint was identified during use of the fogarty catheter: as reported, one event of vascular avulsion. A total of 4 reportable events were found in this article (medwatch ref. # (B)(4)).

Manufacturer narrative:
The fogarty catheter involved in this complaint was not received at product evaluation laboratory. Without return of the product, edwards is unable to perform a complete investigation of the reported event. It is not possible to determine what factors may have contributed to it, and therefore no actions could be planned. The model and lot number for this device was not supplied in the article. Therefore, the related manufacturing records were unable to be reviewed. Further investigation was completed by engineers at the manufacturing site. The units go through a balloon inflation and catheter visual inspection as part of the manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.